Manufacturer narrative:
(B)(4). Customer returned pump for alleged pump errors found on (B)(6), 2022. The pump passed displacement test and self-test. Confirmed download of pump's history and trace files using thump. However, the history/trace download confirmed. Pump error 4 (line number : 2690 file number : 32122) alarms on 07/26/2022 at 00:33:08.000 due to hardware error. Pump error 20 (line number: 411 file number: 38) alarms on 07/28/2022 at 00:03:08.000 due to software error. Pump was cut open to perform visual inspection and found¿no evidence of moisture damage¿on the electronic assembly, motor, or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay and stained serial number label. Pump error confirmed due to hardware error, problem isolated to electronic stack. Pump error confirmed due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The device was returned for analysis.